Event description:
It was reported during the lead implant procedure, the stylet was removed from the lead in order to put a greater bend in the tip to properly position the lead. When the surgeon attempted to re-insert the stylet into the lead, the stylet would not re-thread into the electrode array on the lead. The surgeon attempted with both ''stiff'' stylets without success while the lead was still through the needle in the epidural space. The lead was then removed from the needle, and the surgeon attempted again without success. The scrub nurse also attempted with one of the ''softer'' stylets with the same result. The lead was replaced because it could not be used to advance into the epidural space without a stylet fully inserted. The patient recovered without sequela.

Manufacturer narrative:
Stylet accessory model unk, lot #,unk. Final analysis of the lead revealed no anomalies found. Final analysis of the stylet revealed the wire was bent. The stylet could not be advanced through electrode area.